Event description:
It was reported that following an urgent percutaneous coronary intervention (pci), an 8f angio-seal sts plus was selected for use. A pre-deployment angiogram revealed a common femoral artery (cfa) puncture with an 8.0 mm lumen diameter, with no anomaly such as calcification or stenosis. The pt was being treated for an acute myocardial infarction (ami). A 7f medikit sheath was used during the procedure. While the physician advanced the knot and the collagen with tamper tube, the black compaction marker was fully revealed. Immediately after deployment of the angio-seal, the pt experienced bleeding and manual compression was applied for 15 minutes. After achieving hemostasis, the pt's arteria dorsalis pedis pulse could not be felt. An ultrasound confirmed a collagen-like substance in the artery. Ten days later, while the pt was still in the hospital, an angiogram performed at the puncture site revealed that a collagen-like substance still remained and there was 75% stenosis at the area where the angio-seal was deployed. A percutaneous transluminal angioplasty (pta) was performed which improved blood flow moderately. The pt's condition was then closely observed. The pt has not felt cold, numbness, or tingling since the initial procedure was performed. The physician stated that deployment of the angio-seal had been performed as usual, and he did not feel that the tension on the suture was lost while pulling back the device, but instead was unsure how collagen got into the artery. Add'l info revealed that the pt was discharged, then taken back to the hospital by ambulance and the pt is to receive f/u care. No other info was available

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause for the reported incident could not be conclusively determined. The angio-seal device instruction for use states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instructions for use (IFU) states a complete seal is indicated when resistance is felt and hemostasis is achieved. As a guide, in most cases a black compaction marker will be revealed. Once hemostasis is achieved, do not tamp to intentionally go beyond the distal end of the black compaction marker in order to prevent anchor deformation and/or collagen tearing. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction or the anchor or fragments, or surgical intervention. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days, states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the pt is to contact their physician immediately at the number listed on their pt info card: fever, bleeding, persistant tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.